Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a 808:02 failure code was not confirmed by baxter personnel during product evaluation. The root cause was not identified. Therefore, no repair was necessary. Should additional information become available, a follow-up medwatch will be completed.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with a failure code of 808:02. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known to have occurred in the central supply department. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.